Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced an endothelial disruption by the right lower vein. During a pulmonary vein isolation (pvi) procedure, a versacross connect access solution for faradrive and farawave 2.0 were selected for use. The pvi was performed successfully and then while post mapping, physician noticed some endothelial disruption by the right lower vein. There was a concerned about the tissue damage being a potential clot, so it was decided to end the case and not do the watchman portion. It was discussed that the patient had not received heparin prior to crossing transseptal, that the patient had very 'smoky' atrium, and that the ripv had required a lot of flower manipulation to get a good position potential damaging the tissue by the vein. Physician thinks the flower or wire may have caused endothelial damage. No interventions were performed to address the complication, no hospitalization was needed. Patient outcome reported as fully recovered.

Event description:
It was reported that a patient experienced an endothelial disruption by the right lower vein. During a pulmonary vein isolation (pvi) procedure, a versacross connect access solution for faradrive and farawave 2.0 were selected for use. The pvi was performed successfully and then while post mapping, physician noticed some endothelial disruption by the right lower vein. There was a concerned about the tissue damage being a potential clot, so it was decided to end the case and not do the watchman portion. It was discussed that the patient had not received heparin prior to crossing transseptal, that the patient had very 'smoky' atrium, and that the ripv had required a lot of flower manipulation to get a good position potential damaging the tissue by the vein. Physician thinks the flower or wire may have caused endothelial damage. No interventions were performed to address the complication; no hospitalization was needed. Patient outcome reported as fully recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed and the reported allegations could not be confirmed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of vessel trauma, tissue damage and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the device has not been returned to bsc for analysis, and the information within the event description suggests that the vessel trauma and tissue damage are anticipated in nature as per the IFU for the versacross connect access solution for faradrive as reported to bsc; therefore boston scientific has assigned the investigation conclusion code 'known inherent risk of device'. The IFU captures relevant information related to careful manipulation, tenting, and the relevant adverse events, while risk captured in the device hazard analysis (vessel trauma, tissue damage and additional intervention required.